Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the seal for the hs iii proximal seal was left in the loader when the delivery system was pulled out from loader. A replacement device was used to complete the procedure. The surgery was extended for five minutes; however, there was no reported patient effects.